Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller in resetting pump, confirmed malfunction did not recur, advised caller to continue using pump, and instructed caller to call back if any malfunction code appeared again, which caller understood.